Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a usb charger had melted due to an unknown issue with the pump. There was no reported impact to the customer¿s blood glucose level. Reportedly, the issue occurred in the past and the charger and pump were replaced resolving the issue.